Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the physician experienced difficulty inserting the right atrial (ra) lead into header of the implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) was consulted and discussed the difference between poxy and tecothane headers. After further troubleshooting the ra lead was able to be successfully implanted in the ICD. Both products remain in service and no adverse patient effects were reported.